Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified that the balloon was not tightly folded and had been subject to positive pressure. The device was received with the stent already deployed from the delivery system. An examination of the stent identified that one end was noted to be damaged. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.

Event description:
It was reported that dislodgement of the device occurred. The stenosed target lesion was located in the right subclavian artery. This 8.0x40x135 cm express ld stent balloon catheter was selected for use. During the preparation, the stent was found damaged and had dislodged. The procedure was completed with another of the same device. There was no patient complications reported. It was additionally noted that the target lesion, which was 80% stenosed, was situated in a severely tortuous and heavily calcified right subclavian artery. The device was inflated once at 8 atmospheres.

Event description:
It was reported that dislodgement of the device occurred. The stenosed target lesion was located in the right subclavian artery. This 8.0x40x135 cm express ld stent balloon catheter was selected for use. During the preparation, the stent was found damaged and had dislodged. The procedure was completed with another of the same device. There was no patient complications reported.